Manufacturer narrative:
H11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The most likely cause is patient factors, including chronic kidney disease and pre-diabetes.

Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "(B)(6) 2019". Therefore, (B)(6) 2019 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from united kingdom a 82-year-old patient with a 25mm perimount valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years due to degeneration leading to moderate stenosis. As per trans-oesophageal echocardiogram (toe) performed one (1) month and a half before procedure leaflets appeared thickened, mean gradient was 10 mmhg and velocity 2.3m/s. As reported, the patient presented with shortness of breath. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device with no complications. Reportedly, the patient was planned to be discharged home on the next day of procedure.